Event description:
It was reported that while using the bd preset¿ arterial blood collection syringe was crooked. The following information was provided by the initial reporter: on (B)(6) 2023, when the nurse was preparing for work, she found that the scale of the arterial blood collection device was crooked, which made it impossible to read.

Manufacturer narrative:
H.6 investigation summary: "material #: 364314 lot/batch #: 2182386 bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale marking as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective scale marking. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.